Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to advance the stylet of the right ventricular (rv) lead. The lead was attempted but not used. No patient complications have been reported as a result of this event.